Manufacturer narrative:
A visual and functional evaluation of the subject stretcher was conducted by an authorized field technician at the customer's location. The stretcher was found to be operating as intended and the alleged issue could not be duplicated. No repairs were made and the stretcher was returned to service.

Event description:
After unloading the patient from the ambulance the legs of the stretcher allegedly did not lock and the stretcher lowered to the bottom position. The patient remained restrained to the stretcher and it was not reported that the stretcher tipped. Alleged injury to the patient and medic were described as general pain to back and arm. Medical intervention sought was evaluation only. No other details on the alleged injury were provided.

Event description:
After unloading the patient from the ambulance the legs of the stretcher allegedly did not lock and the stretcher lowered to the bottom position. The patient remained restrained to the stretcher and it was not reported that the stretcher tipped. Alleged injury to the patient and medic were described as general pain to back and arm. Medical intervention sought was evaluation only. No other details on the alleged injury were provided.